Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a deformation in the plastic tray was confirmed, and appears to be caused from prolonged exposure to excessive heat. The source of heat is inconclusive, but was most likely associated with shipping or environmental conditions outside bard control. One groshong nxt PICC kit from lot #reat0350 was returned for investigation. Black scuff marks were observed on the main label. The international sticker was attached to the bottom of the tray. The tray exhibited deformation. The flanges were curled and the preformed features of the tray were warped. An inspection of the seal between the tyvek and the tray revealed no breach in the sterile barrier. It appears that the trays were damaged from prolonged exposure to excessive heat, and the damage was most likely associated with shipping or environmental conditions outside bard control. Autoclaving can also cause excessive heat. The trays should not be re-sterilized. The label on the outside of the kit states, ¿sterile, non-pyrogenic unless package is damaged or opened.¿ the IFU states, ¿examine the package carefully before opening to confirm its integrity and that the expiration date has not passed. Do not use if package is damaged, opened or the expiration date has passed.¿

Event description:
It was reported by the nurse that the catheter package appeared uneven when compared to other catheter packages. There was concern for contamination so the catheter was not used and another one was use to complete the procedure. No reported patient injury.

Manufacturer narrative:
The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reat0350 showed one other similar product complaint(s) from this lot number. Device not yet returned for evaluation.

Event description:
It was reported by the nurse that the catheter package appeared uneven when compared to other catheter packages. There was concern for contamination so the catheter was not used and another one was use to complete the procedure. No reported patient injury.